Event description:
Customer alleged a weld broke on the left side while sitting in chair. No injury alleged.

Manufacturer narrative:
(B)(4) - has been initiated for this issue. Model trex20r, serial number/date code (B)(4) is approximately 5 years old. The owner's manual part number 1110546 rev d (jan-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female whose height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumers son called stating that a weld on the left side of the wheelchair allegedly broke. No injury to consumer as her son caught her prior to falling. The product is to be returned to invacare for an inspection and evaluation.